Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. It was also reported that the surgery was delayed for 5 to 10 minutes. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. The definitive root cause could not be determined. Device not returned for evaluation.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. It was also reported that the surgery was delayed for 5 to 10 minutes. It was further reported that the procedure was completed successfully.